Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's product was damaged. The customer's blood glucose level was unknown at the time of the incident. It was reported that the battery cap popped off and it wouldn't stay on. The customer reported that there was damage to the reservoir lip ring and the reservoir was not able to lock into place when inserted inside the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.